Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd called to report an active line blocked alarm on a millyard product and suspected the issue was related to their infusion site, stating they intended to remove the cannula. The cannula tip was described as bent, and the site had been in use for two days. The cleo 90 infusion set reportedly caused irritation and swelling for several days after removal, often leading to early site changes. The pwd was provided with irritation-management tips from the panther diabetes website. No dates or approximate number of prior irritation incidents were given. The pwd was advised to keep the bent cannula for return. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D9: date returned to MFR: 3/18/2026. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported complaint of bent cannula was confirmed but the infusion set causing pump to alarm could not be confirmed. It was found that the cannula was bent, the probable cause is unknown.